Event description:
I had mentor smooth saline breast implants put in under the muscle in (B)(6) 2005. Shortly after having implants, I started to notice health issues that I never had before. I started to notice the first health issue 3 months after implant. At first it was a slower decline in health followed by a sharp decline. My current symptoms are as follows: migraines, panic / anxiety disorder, decline in vision, blurry vision, vertigo, heart palpitations, brain fog, weight gain, hormone imbalance, extreme heat intolerance, frequent urination, burning bladder and bladder pain, tremors, swelling around eyes and face, extreme debilitating fatigue, night sweats, rapid tooth decay and gum recession, exercise intolerance. I have also been diagnosed with sibo, small intestinal bacteria overgrowth, positive ana, high platelets, severe sleep apnea, postural orthostatic tachycardia syndrome, rapid gastric emptying, interstitial cystitis, severe sleep apnea, ehlers danlos syndrome, costochondritis, low vitamin d, low b12, anemia, low progesterone. Prior to implants, I never had not one of these health issues. I was a healthy triathlete who lived a full energetic life. I am now not able to work and some days and many days I am bedridden. We have had to hire a care giver to stay with me for weeks at a time. I plan to explant in (B)(6) 2020. When I had my implants put in, I thought I was told by surgeon these implants were lifetime devices and I would have the best breast in the nursing home. I was told they were 100% safe and fully tested and there was no possibility of adverse reactions. My (B)(6) y/o daughter never got to know her mom as an energetic healthy woman. I have missed out on so much with her. I pray you place a strong truthful warning on these devices as they are not safe for everyone. The info given to me by my surgeon was not the truth. Now I have to pay out of pocket $ (B)(6) to have these implants taken out of my body and I pray for improvement in my health. I have had an incredible amounts of medical testing done over the 14 years. I am not sure what info you are wanting here. I am happy to provide copies of my medical tests which led to my many diagnoses. Thank you, (B)(6). FDA safety report ID# (B)(4).